Manufacturer narrative:
(B)(4). The device was returned to the factory on 04/28/2020. An investigation was conducted on 06/24/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The jaws were observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test. It produced no visible steam during several activations over a period of 10 minutes. The pre-cautery test was repeated 10 times while the cable connections were manipulated with the same observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life, test method" (B)(6) (bacon test). The device did not activate and did not transected the tissue. An engineering evaluation was conducted. The shaft of the hemopro device was opened. The wires of the shaft were pulled out of the shaft, and it was observed that there was a hole in the insulation on the wire, causing the inner wire to be exposed. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to cut" was confirmed as well as the analyzed failure "failure to deliver energy". Specific actions for the analyzed failure mode failure to deliver energy are being maintained and documented under maquet's corrective and preventive action (CAPA) system."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cauterizing consistently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cauterizing consistently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cauterizing consistently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.